Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in shock impedances. At implant, the impedances were 40 ohms, but have risen to values greater than 125 ohms. Further review noted the alert for high shock impedances has triggered previously. The alert limit was increased and the lead remains in service. The patient is being monitored remotely. No adverse patient effects were reported.